Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient had two diopters of residual cylinder remaining and experienced blurry vision. After reviewing captured measurements, it was noted that the lens was decentered and tilted in the patient's eye, which was the factor of the increased cylinder.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).